Event description:
The lay user/patient contacted lifescan alleging that his one touch ultra basic original meter would not power on. The medical affairs specialist mailed a letter in oct 2005 since the patient could not be reached by telephone. In septmeber 2005 the patient reported being unable to test on the reported meter. He in turn tested on his father's blood glucose meter and obtained a 275 mg/dl. He descibed feeling tired, thirsty, and having frequent unrination. He administered 5 units of 70/30 insulin and ddrank water. He decided to go to the emergency room, since he was still experincing symptoms. He was administered additional insulin at the hospital. The patient did not specify if a blood glucose test was performed at the hospital. No further information was provided. It would have been helpful to know how long the patient had been unable to test due to the power issue, his testing frequency, medictaion regimen, when his symptoms started in relation to testing, and the result obtained at the hospital. The customer care agent (cca) verified that the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The cca walked the patient through pressing the power button and the meter did not power on. The meter, test strips, and control solution were replaced.